Event description:
It was reported that this artificial urinary sphincter was removed as the patient experienced incontinence due to device fluid loss. A new artificial urinary sphincter was implanted. No further patient complications were reported.